Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device failed the electrical safety test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device and associated ac power cord were returned to zoll medical (B)(4) for evaluation of the reported malfunction. The reported malfunction was not replicated or confirmed. The device and ac power cord were put through extensive testing without duplicating the customer's report. Reports of this nature do not meet the criteria for reportability. No trend is associated with reports of this type.